Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a total gastrectomy, the surgeon could close the jaws, however could not fire the device. Replaced by a new cartridge and the firing were completed with no problem. The sales rep checked the cartridge in question and noted the pusher partially appeared from the proximal end of the cartridge. There was no patient harm.